Event description:
A customer reported that the anterior vitrectomy function was not working during a procedure. The customer believed that the case was able to be completed after the unit was exchanged. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).